Event description:
It was reported that the ilet displayed alert 38 for a stalled motor when attempting to rewind, and the user reverted to multiple daily injections while a replacement ilet was arranged. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and continued glycemic management with mdi and cgm. Investigation included troubleshooting with device restart guidance and user education on shutdown, review of device performance, and replacement of the pump. Investigation of this case revealed a motor stall related to the insulin delivery mechanism, consistent with a device mechanical issue affecting the pump motor and drive system. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the motor/drive assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.